Event description:
A surgeon reported during a procedure, a violent reflux occurred while using the extrusion cannula and this caused the pt's macula hole to expand from 50 to 300 microns. Also, the surgeon noted bubbles and low infusion during the case. Current pt status is unk at this time. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).